Event description:
It was reported that 2 pen needles 31gx5mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer had purchased 7 insulin needles 2 of them were failed to flow liquid.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clog failure was found. Manufacture records for lot#0065927 was reviewed, no abnormal was found. Base on investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen needles 31gx5mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer had purchased 7 insulin needles , 2 of them were failed to flow liquid.